Event description:
It was reported that there was a hole in the balloon of the silicone wound drain. Per follow-up information received via on (B)(6) 2022, it was unknown whether the device was used on the patient and there was no information about whether there was a balloon in a wound drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a hole in the balloon of the silicone wound drain. Per follow-up information received via on 17mar2022, it was unknown whether the device was used on the patient and there was no information about whether there was a balloon in a wound drain. Per follow up via ibc on 08apr2022, the complaint was against the fluid leakage from the device. The leakage location was unknown. The device was used on the patient.

Event description:
It was reported that there was a hole in the balloon of the silicone wound drain. Per follow-up information received via on 17mar2022, it was unknown whether the device was used on the patient and there was no information about whether there was a balloon in a wound drain. Per follow up via ibc on 08apr2022, the complaint was against the fluid leakage from the device. The leakage location was unknown. The device was used on the patient.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used suction evacuator. Visual inspection of the sample noted applied negative pressure with (in-house tubing) in a reservoir of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and no leak observed. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.